Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, event side branch occurred. In (B)(6) 2013, the subjects presented with myocardial infarction and unstable angina (braunwald classification-iiib) and subject was referred for cardiac catheterization. The target lesion # 1 was located in the distal lcx with 95% stenosis, a length of 12 mm, and a reference vessel diameter of 3.5 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 3.5 x 20 mm study stent with 0% residual stenosis. Baseline core lab angiography result revealed 60% side branch stenosis at 2nd obtuse marginal. Post procedure angiography revealed 80% 'branch percent stenosis' in 2nd obtuse marginal. The subject was discharged on the same day on dual antiplatelet therapy.